Event description:
It was reported the telescope autoclavable tip chipped. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. H6 med device problem code was corrected as it was incorrectly selected in the initial MDR. A device history review revealed no issues that could have caused or contributed to the reported issue. The device evaluation confirmed the reported damage and found that the outer tip of the tube was chipped, and the tip of the cover lens was damaged. Based on the results of the investigation, it is likely that excessive mechanical force caused by an impact or fall resulted in the damage. Olympus will continue to monitor the field performance of this device.